Manufacturer narrative:
E1 (B)(6). Device evaluated by MFR.: epic vascular 8x60x120 was received for analysis. The device was received with the stent partially deployed on the delivery system. No issues were noted with the stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the sheath of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device.

Event description:
It was reported that inadvertent stent deployment occurred. During unpacking of an 8x60x120 epic vascular stent, it was noted that the tip of the stent have already deployed halfway. The procedure was completed with another of the same device and the patient was in stable condition.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that inadvertent stent deployment occurred. During unpacking of an 8x60x120 epic vascular stent, it was noted that the tip of the stent have already deployed halfway. The procedure was completed with another of the same device and the patient was in stable condition.